Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that thy experienced a shocking sensation in their back and down the leg, which caused them to drop to their knees and hurt the stomach. The first time it happened was on october 8 in a furniture store, the second was when the patient was detailing their truck, and the third was while they were sleeping last night. The patient fell three months ago and used a cane because they lose their balance. The implantable neurostimulator (ins) was indicated for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported the patient would be seen in the clinic on (B)(6) 2016 for troubleshooting. It was stated there were no interventions to date. It was noted the cause of the shocking sensation had yet to be determined.

Event description:
Additional information received reported that the patient's device was interrogated and found to be turned off. The patient didn't realize that they did not have the stimulator on. Diary was checked and the patient had not had stimulation on for a long period of time. The shocking sensation apparently occurred with stimulation off. It was reported that the manufacturer representative (rep) turned stimulation on, after which the patient was very pleased with sensation and coverage. They checked impedances to find all within normal range. It was reported that they were not aware of the cause for complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.